Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber was on fiber life and then began forward firing after three-minutes and 14344 joules expended. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber was on fiber life and then began forward firing after three-minutes and 14344 joules expended. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The fiber card was analyzed, and it indicated that the fiber was not expired, was recognized, and was used. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing. The fiber went under a microscope inspection that identified a distal circumferential fracture. It is probable that the debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.

Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber was on fiber life and then began forward firing after three-minutes and 14344 joules expended. The fiber was replaced, and the procedure was completed without patient complications.